Manufacturer narrative:
Citation: bensemlali m et al. Percutaneous pulmonary melody valve implantation in conduit below 16mm. Archives of cardiovascular diseases supplements (2016) 8, 10-17. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding percutaneous pulmonary valve implantation (ppvi) in conduit less than 16mm. All data were collected from two centers between 2009 and 2015. The study population included 11 patients (patient demographics not provided), all of which were implanted with a medtronic melody bioprosthetic valve (serial numbers not provided). Among all patients adverse events included four acute device-related complications: two conduit tear without hemodynamic compromise which were managed with placement of a covered stent, and two local vascular complications with prolonged hospital stay. No patient had significant pulmonary regurgitation. At follow up (mean 3.6 years post-ppvi), one patient underwent surgical conduit replacement for recurrent conduit stenosis, one had percutaneous pulmonary valve dilatation and two developed bacterial endocarditis treated by surgical conduit replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.